Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3, h6 and h10. D02-intuitive surgical, inc. (Isi) has received the video processor (vp) that was associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint that the vp was not responding upon start-up. When the vp was installed with an in-house test system, the unit could not be recognized and the fiber cable led on the core was red. The vp cover was removed and it was noticed that there were signs of significant fluid protrusion and rust about the chassis. The board mounts also showed signs of rust and pitting. Repair was not performed, and the unit has since been scrapped. The isi field service engineer reviewed the system logs at the time of the call into technical support. The logs confirmed the reported errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, fse replaced the unresponsive video processor (vp). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the replaced component for evaluation, but failure analysis has not been completed yet. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. A system log review cannot be performed because the system logs are not available at this time. The system was not connected to onsite. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted tongue base resection procedure, the system displayed a non-recoverable fault. Prior to contacting technical support engineer (tse), the operating room (or) team reconnected the blue fiber cable (bfc) on the surgeon side console (ssc) and patient side console (psc) without success. Following the troubleshooting attempt, the system displayed on the vision side cart (vsc) touchscreen a message "video processor self-check in progress. Please wait". The caller indicated that the system was not onsite connected due to system being in a different or. The caller confirmed there was no blue light on front of the video processor (vp) and endoscope controller (ec). Per tse request, the caller verified and confirmed that the power switches at the ec and vp modules were set to the on position. The caller verified that the power strip connectors were properly set and stated that the vp and ec appear to have power, as some leds lighting inside the modules were visible. When the tse instructed the caller to verify the bfc led color on both ends, the caller indicated that led was red on the core end and there was no light on vp end. Tse had the caller replace the short bfc by the simulator and try a different port on the core side, and also reseat the orange fiber cable connecting the ec with vp. After doing so, the caller power cycled the system, however without success. The procedure was converted to open surgery. Per subsequent follow-up, the reporter confirmed that the system was not inspected prior to use. There were no issues during system set-up or with port placement. The reported non-recoverable fault occurred approximately 10 minutes after docking. The surgeon planned to combine a robotic and a open surgery for the patient on that day. Due to the reported issue, they could not proceed with the robotic portion of the surgery. They postponed the robotic surgery taking into account that the tumor was malignant but completed the open procedure. Site confirmed that all went well for the patient. There were no post-operative complications that occurred following the surgical procedure. No video was recorded since the or team could not start the procedure due to the reported issue.